Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a pre dilated lesion. While attempting to retract the delivery/stent system back into the guide catheter, the delivery/stent system became stuck on the guide catheter and the stent dislodged. The entire system including the guide catheter was removed and the stent was located in the sheath. Pt status is listed as "okay".